Event description:
Surgeon performed a revision surgery on a broken mandible plate that had been placed 3 years previously. Plate was broken at approximately middle of plate. Part number is not confirmed.